Event description:
Caller reported the ok button on the pump is non-functional. Caller stated there are no health concerns. No adverse event reported. Requested return of the alleged pump for evaluation.

Manufacturer narrative:
The event occurred in (B)(6).